Event description:
The customer reported via an (B)(6) adverse incident form that during a hip replacement procedure carried out by mr (B)(6), part of the exeter cement restrictor introducer allegedly became detached from handle and remains in the patient's femur. The customer further reported that attempts were made to retrieve the detached portion for approx 15 - 20 mins before the surgeon decided that the risk to the patient to continue trying to remove it was higher than to leave the small part in place. The customer reported that the patient was informed of the event by both the surgeon and the anaesthetist the day following the procedure. **update** th customer reported that: the end was screwed on by the surgeon. Normal force was applied on insertion. Only the metal tip came off. Some time was taken to see if the handle could be located into the tip of the instrument. I would say about 15 mins. The surgeon decided that the risk to the patient was better to continue with the operation than to try to remove it by opening the femur.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding a disassembly issue involving an exeter plug introducer was reported. The event was not confirmed. Method & results: device evaluation and results: inspection was performed by the supplier, (B)(4). Visual inspection: the stem introducer shows slight marks of use, however, the device looks in good condition. The metal tip of the adaptor is still attached on the straight plug adaptator. Note by stryker investigator: the introducer was returned assembled with an exeter straight plug adaptor unrelated to the event. Dimensional inspection the straight plug adaptator was tested against the relevant threading gage and was found compliant. The plug introducer was tested against the relevant threading gage and it showed that only the first screw can be introduce and not the whole gage: -the side ¿go¿ of the threading gage does not enter into the introducer. Therefore it is concluded that the thread of the device is damaged. -the ¿no-go¿ side enters into the introducer. Therefore it is concluded that the thread of the device is worn. This is not shown by the functional tests because the thread gage is more restrictive that the plug adaptators. Functional test: the connection between the reported exeter plug introducer and the reported straight plug adaptator was tested and connect well. The connection between the reported exeter plug introducer and plug adaptators (straight and fluted) from (B)(4) storage was tested and connect well. The connection between the reported straight plug adaptator and an exeter plug introducer from (B)(4) storage was tested and connect well. These tests show no functional issue. (B)(4) conducted an investigation and it concluded that the device is functionally compliant, but the dimensional inspection shows a worn and damaged thread that may have been caused by 14 years of use. No action is required at this time as there was no indication of a manufacturing issue. (B)(4) qa product surveillance will continue to monitor for trends. Medical records received and evaluation: there were no medical records provided for review with a clinical consultant. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies complaint history review: a review of the complaint history database shows that there have been no similar reported events for the lot code. Conclusions: the exact cause of the event could not be determined because the device passed functional inspection.

Event description:
The customer reported via an mhra adverse incident form that during a hip replacement procedure carried out by mr (B)(6), part of the exeter cement restrictor introducer allegedly became detached from handle and remains in the patient's femur. The customer further reported that attempts were made to retrieve the detached portion for approx 15 - 20 mins before the surgeon decided that the risk to the patient to continue trying to remove it was higher than to leave the small part in place. The customer reported that the patient was informed of the event by both the surgeon and the anaesthetist the day following the procedure. **update** the customer reported that: the end was screwed on by the surgeon. Normal force was applied on insertion. Only the metal tip came off. Some time was taken to see if the handle could be located into the tip of the instrument. I would say about 15 mins. The surgeon decided that the risk to the patient was better to continue with the operation than to try to remove it by opening the femur.